Manufacturer narrative:
Additional information: breakdown of the 22 events of lens damage is as follows: 18 events were reported as haptic damage, 1 events were reported as lens damaged, 3 evens were reported as cosmetic. Out of the 22 events 4 reported removal and replacement. Products have not been returned. Serial numbers of suspect products: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 22 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
1 investigation was completed during this period. Product was not returned the investigation was concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information and correction: 21 investigations were completed for the period: 4 investigations the product was not returned. The investigations concluded there was no manufacturing deficiency. 4 investigations the product was returned and haptic was damage. The investigations concluded there was no manufacturing deficiency. 1 the product was returned there was cosmetic damage and haptic damage. The investigations concluded there was no manufacturing deficiency. 2 the product was returned and one haptic was damage and the other was detached. The investigations concluded there was no manufacturing deficiency. 1 the product was returned and one haptic was damage and lens was stuck in cartridge. The investigations concluded there was no manufacturing deficiency. 5 investigations the product was returned. The lens was cut and the haptic was damage. The investigations concluded there was no manufacturing deficiency. 1 investigation the product was returned. The lens was cut and the haptic was detached. The investigations concluded there was no manufacturing deficiency. 3 the product was returned and the investigations concluded the event was no longer a reportable malfunction. Therefore the correct number of reportable events is 18 and not 22. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.